Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 10, 2020 - february 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred during an unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.